Manufacturer narrative:
H6: ventec further evaluated the removed cough assist valve, observing evidence that its linear actuator endcap epoxy had failed. Based on this new information, ventec has determined that the root cause of the reported issue was that the cough assist valve¿s linear actuator endcap epoxy had failed, resulting in the torn poppet ring.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of it alarming and having no ventilation output was confirmed. Upon powering the device on, ventec observed that it would alarm and continuously reboot. As a result of the continuous rebooting, the device could not ventilate. Ventec then opened the device in order to perform an internal inspection and observed that its cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn.

Event description:
The following event was reported to ventec via email: "the unit stopped ventilating and would not shut off - there was a continous [sic] alarm and a flashing display." Later adding, "he was on the vent when it stopped but was not harmed, he is on continuous ventilation and is trached. Caregiver was there at the time of the incident and said it took approximately 3 minutes to get him on the other ventilator." There was no patient harm as a result of the reported issue, however, medical intervention was necessary to prevent permanent impairment/damage to the patient as he is ventilator dependent and had to be placed on a backup ventilator for care.